Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter was stuck in the attachment device and could not be removed. After disassembling, it was observed that the cutter device could be removed., the adhesive on the surface of the coupling sleeve became loose possibly due to improper application by the user. The investigator further noticed that the device was operated using the left-handed mode instead of in the right-hand rotation which may have caused the gluing point to become loose with time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The lot/serial number was unknown in the initial report. The serial number (B)(4) has been entered into this supplemental medwatch report. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. The dom has been updated to reflect the date ((B)(6) 2015) the device was manufactured. This is report 1 of 3 for the same event during subsequent follow-up with the reporter, additional information was obtained. The reporter stated that the devices that were getting warm during surgery are an electric pen drive device (e-pen) and also the attachment device. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the burr attachment device was warm. It was further reported that the burr device could not be removed from the attachment device after the surgery while preparing for cleaning at the operating room. It was unknown when the burr device got stuck in the attachment device. There was an unspecified amount of delay to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
After further evaluation, it was determined that the root cause for the failure was not due to user mishandling but due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.